Event description:
It was reported that the patient presented for an implant procedure. During left bundle branch area pacing (lbbap) lead placement, it was noted that the lbbap lead could not be retrieved due to an entangled helix. It was also noted that the lbbap lead helix failed to extend. The lbbap lead was not used and replaced during the procedure. There were no patient consequences.